Event description:
A pt reported experiencing inaccurate high results with a one touch profile meter. The pt's blood glucose results were 403, 318 and 222mg/dl. Tests were done within 10 mins. Pt cleaning meter incorrectly. Pt did not experience any adverse events. No further info has been reported.